Event description:
Customer reportedly obtained results of 99mg/dl, 159mg/dl and 60mg/dl on the aviva system within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.